Event description:
A surgeon reported a pt experiencing severe glare disabilities following bilateral intraocular lens (iol) implant surgery. The pt reported to the surgeon that he was a truck driver and was experiencing severe glare especially while driving at night. An unapproved viscoelastic was used during the surgical procedure. A lens exchange is planned. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Product evaluation: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Sample is pending receipt. Root cause: root cause has not been identified. It will be reassessed upon sample receipt. Additional info has been requested. (B)(4).